Event description:
The customer reported via phone call that they had fluctuating high and low blood glucose. The customer stated their blood glucose would decline to 60 mg/dl and rise to 400 mg/dl. The customer stated they were in the process of adjusting their basal rates. The customer also reported 30-40 point differences with their sensor glucose and blood glucose readings. The customer declined to be transferred for troubleshooting. Customer declined to return the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.